Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to the manufacturer.

Event description:
When the doctor was introducing one of the screws in the nail, the threaded tip of the product was broken. No adverse events have been reported as a result of this malfunction. No further information is available at this time.

Event description:
No further information is available at this time.

Event description:
The introduction was used with the cannula until the moment in which the tip threaded got broken, and then the surgery was finished without cannula and for this, the rod was bent. No further event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the tip has fractured and the fractured portion was not returned. Visual inspection show shaft is bent. It was reported that when the device is broken they started to use it without cannula and it bent. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.